Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's attorney alleged that the decedent experienced a sudden cardiac arrest after the use of the prod and subsequently expired within 24 hours.